Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation before reaching the nominal pressure, the balloon immediately ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.